Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: review of the black box data revealed no errors, alarms or warnings related to the complaint. The battery voltages recorded in the black box were noted to be within normal specifications. On investigation, the electrical current draws were evaluated and determined to be within specification. Review of the download history revealed the total daily dose added up correctly to reflect the user¿s programmed basal rates. The pump was determined to be delivering accurately and within range. The pump was exercised for 24 hours without the pump overheating. Investigation did not duplicate the complaint. The battery compartment was noted to be cracked above and below the bumper pad. There was corrosion inside the battery compartment. A leak test confirmed moisture ingress into the battery compartment at the site of the crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl with symptoms suggestive of hyperglycemia. The reporter stated the patient did not receive any treatment above or beyond the usual routine of diabetes care. The reporter alleged a temperature issue and intermittent power issue with the pump; the pump had reportedly been exposed to salt water and there was visible moisture/corrosion in the battery compartment. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.